Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer tried to change battery but no betterment. The customer was advised that we will sent the replacement for the insulin pump. Th e patient was asked verbally and in written form return broken insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm or blank display was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.